Event description:
A nurse reported while setting up for a vitrectomy procedure the cassette was not recognized and an unknown system message displayed indicating there was a leak in the infusion line. The system was rebooted and the cassette was reinserted to start the procedure. During the surgery when switching to fluid air exchange the surgeon complained of the air flow taking too long; however, the case was completed. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).